Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that tip break occurred. A 28x3.00mm rebel stent was selected to treat the lesion. However, during preparation when the hoop of the device was pulled out, the tip of the device was broken. The procedure was completed with another 28x3.00mm rebel stent. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a rebel catheter with stent. The balloon was tightly folded. The outer shaft, inner shaft, balloon and tip were microscopically examined. The stent was bunched at the distal end. There were numerous hypotube kinks. The reported tip separation was not confirmed via product analysis. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specification. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that tip break occurred. A 28x3.00mm rebel stent was selected to treat the lesion. However, during preparation when the hoop of the device was pulled out, the tip of the device was broken. The procedure was completed with another 28x3.00mm rebel stent. No patient complications were reported.